Event description:
Tubing intended for connection from cadd pump to patient for administration of chemotherapy was removed from sealed packaging. It was found that tubing was severed - jagged, uneven cut.